Manufacturer narrative:
Despite multiple attempts, no further information regarding this event and the status of the patient could be provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead was involved in a system infection. The rv lead remains in service and there were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the system was explanted. No additional adverse patient effects were reported.